Event description:
It was reported that 35 bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: the head nurse of the pediatrics department of the hospital reported that the nurses in the department found that the extension tube connection of the needleless infusion connector or the small clip clamp, leaked during the indwelling needle infusion operation in (B)(6) 2020, resulting in leakage. The family members of the patient expressed dissatisfaction, and the customers also expressed their hope that this problem would not occur again.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the video submitted for evaluation. Bd received one video which showed a syringe with clear fluid attached at the female luer end of the q-syte device. The fluid was being flushed through the q-syte into the extension line. Examination of the video revealed that leakage did occur at the area of connection between of the q-syte device and luer adapter extension line. The reported defect was confirmed. Unfortunately, the video did not provide sufficient detail to confirm the cause of the leakage. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 35 bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: the head nurse of the pediatrics department of the hospital reported that the nurses in the department found that the extension tube connection of the needleless infusion connector or the small clip clamp, leaked during the indwelling needle infusion operation in (B)(6) 2020, resulting in leakage. The family members of the patient expressed dissatisfaction, and the customers also expressed their hope that this problem would not occur again.